Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 44mg/dl. The mother states they treated the low with juice. The mother did not wish to troubleshoot for the lows, due to the customer being off the pump contributing to the low. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.